Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/02/2009 and 10/06/2009 by phone and fax. A completed questionnaire was received on 10/12/2009. (B) (4). (B) (4) (B) (4).

Event description:
A certified ophthalmic technician (cot) reported, a patient experiencing temporal flashes of light following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the event resolved without treatment.